Manufacturer narrative:
The country of origin is (B)(6). The previous qc and calibration tests had acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys probnp ii stat immunoassay results from the cobas 6000 e 601 module analyzer. The initial result was 300 pg/ml and the 1st and 2nd rerun results were 35000 pg/ml. The result of 35000 pg/ml was believed to be correct. The questionable results were not reported outside the laboratory. The reagent lot number was 413005 and the expiration date was asked for but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.